Event description:
Philips received a complaint on the v60 ventilator, indicating that the navigation ring was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had recently had the front bezel replaced. The customer removed the accept cap and depressed the button manually. The rse informed the customer that the recent replacement had not replaced the accept button, the old front bezel was replaced with the newer front bezel version and then tested. The rse advised the customer to open the display and inspect the switch cable. If no issue/damage was found with the switch cable, then it was recommended to replace the switch printed circuit board assembly (pcba). The rse provided the customer with the part information for the switch pcba cable if it is determined that it requires replacement. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 18jan2024, 25jan2024, and 01feb2024 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.